Event description:
Upon accessing the pt with the powerloc needle, the pt verbalized that he felt fluid dripping down his neck. The rn assessed the needle to find the needle leaking at the band where the plastic meets the metal. The pt had to be re-accessed for chemotherapy, but there was no harm.